Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device did not move or migrate, but that they did have the device replaced on (B)(6) 2022. They indicated that the issue was resolved.

Event description:
Additional information was received from the patient. They reported that the cause of the pain was due to the device not being in the right place, it wasn't placed correctly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient wanted to find a health care provider (hcp) who manages the medtronic device for bowel as their previous hcp no longer worked with the therapy. The patient reported that their hip was hurting so they went to a doctor who performed an x-ray and the doctor told the patient there was nothing wrong with their hip and that they thought it was hurting due to the neurostimulator because the pain was in the same area where the implant was. The patient reported when they were first implanted, their hcp at the time told the patient they had a hard time finding a place to put the neurostimulator in the patient's hip because the patient didn't have enough fat for the hcp to find a pocket. The patient stated "I think that's the problem," because while it didn't hurt while they were standing, when they would sit, it would hurt them all the way down their leg. The patient stated they thought the neurostimulator was "too big for my butt." The patient stated that the pain happened gradually "pro bably in the last year to 6 months" it had really been bothering the patient and the patient noted they had a high threshold for pain. The patient confirmed they had no traumas or falls that led to this issue. Troubleshooting suggested to the patient they could turn the therapy off to see if that made a difference and the patient stated "but then I'd poop in my pants," so the patient was going to leave the therapy on and was going to follow up with an hcp to discuss the issue. The patient stated their previous hcp referred them to another hcp and that the patient had placed a call with their office but was waiting for a callback. Patient services also sent the patient physician listings at the patient's request. Additional information was received from the patient. They called in for MRI guidelines and repeated the same information regarding hip/leg pain. They stated their implant is protruding out and they think it's actually the device itself that is pressing on a nerve or causing this pain. Patient services reviewed MRI guidelines and recommended hcp call in for guidelines if needed. Also redirected patient back to doctor to have system assessed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.